Event description:
3 fr PICC. Patient came in to receive daily vancomycin and the catheter had completely broken. Did not embolize. Entire line was removed and patient will contiue 2 more weeks of therapy via a peripheral IV. Reporter sensed that the patient may not have been complaint with the catheter care. No injury.